Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one two-way silicone catheter was received. Visual evaluation of the sample noted no obvious defects. Further testing required. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40 as compared to attachment 1 of tm0300903 (rev 2). The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. Active length of the catheter balloon was measured (0.7125") and found to be within specification (0.60" - 0.90"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to inflate due to water leakage at the inflation valve during pretest.